Event description:
Reporter alleged being admitted to the hosp after a dr visit due to blood glucose monitoring device results. Reporter stated prior to hospitalization, she had not been feeling good for 3-4 weeks and had been getting high meter results. Reporter indicated being treated with insulin in the hosp but did not remember what type or how much. Reporter stated device was 569 mg/dl at 8:05 pm at the dr and he sent her to the hosp, their device result was not provided. Reporter indicated afterwards being admitted and put on insulin based on the hosp result. Reporter stated not using controls and using expired test strips. A request was made for the return of the suspect device and replacement product was sent.